Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The rubicon showed damage in the form of a fracture approx. 4.1 cm from the distal end. This was not a complete separation; the catheter was still attached. A kink was seen 3.7 cm from the distal end. Residue was seen in the catheter at the kink. This could be blood or contrast. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage.

Event description:
It was reported that the catheter was broken. A 90cm rubicon 35 guide catheter was selected for use. During preparation, while purging the device, it was noted that the catheter was broken. No anomaly was noted with the pouch prior to use of the device and the pouch was not previously opened. The device did not enter the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that the catheter was broken. A 90cm rubicon 35 guide catheter was selected for use. During preparation, while purging the device, it was noted that the catheter was broken. No anomaly was noted with the pouch prior to use of the device and the pouch was not previously opened. The device did not enter the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient was stable post procedure.